Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the ins had not been returned. They stated that the hospital was still in possession of the device and that the rep had asked the hospital to notify them once they were done with their gross analysis so that it could be returned to the manufacturer. It was stated that there was no additional information the office could provide. The patient was seen for post-operation this past tuesday and they were doing great and receiving effective therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient was scheduled for their ins replacement tomorrow (B)(6) 2018). No further complications were reported/anticipated.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient called the rep and stated they had not charged since (B)(6) 2018. It was suspected their device was overdischarged due to non-compliance. The rep stated they would meet with the patient on (B)(6). No actions have been taken at this time and the issue has not been resolved. No surgical intervention has occurred. It was unknown if any surgical intervention would be planned, but the rep indicated that they would follow-up for more information. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found reduced battery capacity due to being overdischarged. The ins was received for analysis with no telemetry and no output. Telemetry was restored after one full physician mode recharge. After fully recharging the ins it passed functional testing. According to the data report taken from the ins, only one overdischarge was recorded in the ins, however, because the clock had been reset to the year 2000 prior to being received for analysis, it likely reset due to being overdischarged previously and didn't record it. This can occur depending on the level of the battery when it was recovered and how the recharge recovery was performed. Due to the clock reset, it cannot be determined when the ins was last recharged. The conclusion code, results code, method code no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned. No additional information was received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they constantly had trouble and had to recharge constantly with their previous implant. The patient noted she had a fall and ¿jogged¿ the stimulator out of place in 2018. The physician noticed the stimulator was flipped when it was being explanted and replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2013, product type: lead, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2013, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer, that their healthcare provider found, that one of the stitches came loose around their restore ins. Which caused the ins to twist and caused one of their leads to twist, as well. Pt stated, they replaced the ins, but not the lead. Pt stated, the hcp placed another stitch to hold the lead, but told pt it would most likely, not hold forever.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they met the patient at the physician¿s office on (B)(6) 2018, and two previous overdischarges and power on resets (por) were noted. The rep stated that the antenna locate was giving them a 36. They spoke with patient services regarding the patient¿s 3rd overdischarge, and the patient agreed to proceed with getting an ins replacement. No further complications were reported or anticipated.

Event description:
Additional information received from a manufacturer representative (rep) reporting that the physician¿s phone nurse told the patient to call the manufacturer representative to the physician was aware of the overdischarge. It was reported that the doctor was on vacation and a rep would meet the patient at the doctor¿s office on monday. It was indicated that the reporting was off on monday, so they did not know who would be covering the appointment. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.